Event description:
It was reported that the catheter exhibited insufficient irrigation flow. During preparation for a myocardial ablation procedure to treat atrial flutter in the left atrium an intellanav stablepoint open-irrigated catheter was selected for use. When air removal was performed at high flow, the flow rate from the catheter tip was different; the flow rate was 60ml/min, and it was noted flow was not interrupted or stopped. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications.

Manufacturer narrative:
The intellanav stablepoint catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing was performed, the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Electrical and continuity testing were conducted, no shorts or opens were detected. An ablation was completed with the catheter, and it was found within specifications. Pressure testing was performed to identify any potential leaks. The unit passed the test without problems. The device was connected to an external pump and was purged at 60 ml/min. All six irrigation ports flowed freely. Laboratory analysis was unable to confirm the reported clinical observation, the catheter passed all relevant testing.

Event description:
It was reported that the catheter exhibited insufficient irrigation flow. During preparation for a myocardial ablation procedure to treat atrial flutter in the left atrium an intellanav stablepoint open-irrigated catheter was selected for use. When air removal was performed at high flow, the flow rate from the catheter tip was different; the flow rate was 60ml/min, and it was noted flow was not interrupted or stopped. The catheter was exchanged for another of the same model. The procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.